Event description:
It was reported that on the dr guide stand, one of the legs fell off that attaches into the reception device.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.